Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
New information received notes the patient presented with a new instance of loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.